Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #: e2015028. Nvestigation of the actual device could not be performed because it was discarded by the user facility. Investigation of production records and adverse events data could not be performed because lot information was unavailable. Although the device investigation and lot history review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. It was presumed that tensile stress was inadvertently applied while the catheter tip was being entrapped by unknown cause. The tip was assumed to become detached from the catheter shaft when the tensile stress exceeded the product's design limit. The malfunction and adverse effects section of the instructions for use (IFU) states separation.

Event description:
It was reported that the tip of an asahi microcatheter snapped off when a pci was performed. No additional information was obtained.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.